Event description:
Information received indicates the head section is drifting.

Manufacturer narrative:
The hill-rom technician replaced a defective solenoid valve and calibrated the sensors to repair the bed.